Manufacturer narrative:
The manufacturer is following up with the field to retrieve additional details on the event and the device involved. Furthermore, the manufacturing documents are getting retrieved and reviewed and the investigation on the device is ongoing. A follow up report will be provided upon availability of relevant details and/or completion of review and investigation.

Event description:
On (B)(6) 2025, after concomitant procedure (tap, maze and map), the perceval plus valve pvf-l was implanted in a patient through avr. After de-clamped, a mild pvl was noted. They waited to see the condition for 30 minutes, but pvl remained the same. As such, the valve was explanted and replaced with inspiris valve 25mm instead. No further information has been received from the site at this time.

Manufacturer narrative:
Updated sections b4, g3, g6, h2, h3, h6. Based on the performed analysis, the reported event cannot be attributed to any intrinsic factors of the involved device, as no paravalvular leaks were observed during the simulation of the static leak test, confirming the stability of the positioning and sealing performance. Furthermore, from the document review performed, no manufacturing deficiencies were noted. The deployment simulation, performed on the returned valve, did not highlight anomalies and the valve resulted globally well deployed and fixed in stable way. No paravalvular leaks were observed during the simulation of the static leak test as further confirmation of the stability of the positioning and sealing performance. Based on the manufacturer¿s experience, it is reasonable to assume that the reported complications may be linked to a possible malpositioning of the device, likely due to the complexity of the procedure, which involved four simultaneous interventions. However, since limited information is available this cannot ultimately be confirmed.